Event description:
Sterilization package had pin hole. Dr. Used spare.

Manufacturer narrative:
The reported incident that self-drilling half pin apex ø 5mm, 150 x 50mm was alleged of issue s-130 (contamination of the packaging) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. Within the visual inspection it was determined that the inner blister (innenblister guide wire kurz, (B)(4)) shows damages on the (B)(6). Those punctual deformations, caused by compression forces and black substance on the surface of the (B)(6). Sealing of inner and outer blister are performed on the same machine in one process step. There is no storage of the inner blister in between the blistering process of the inner and outer blister. Sealing instrument in the clean room have been inspected. Sharp and pointed objects were not found. Most likely the damages and the contamination occurred in the operating room. The outer blister was not returned and therefore could not be inspected, no damage or contamination is reported for the outer blister. This is the first time the identified issue has been reported for the inner blister (innenblister guide wire kurz, (B)(4)). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sterilization package had pin hole. Dr. Used spare.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.